Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-11481 and 2134265-2017-11593. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During procedure, it was noted that automatic pullback failure occurred. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device returned has telescope kinked. Visual inspection revealed kinks in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly manual/automatic pull back, advance, and retract, due to the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-11481 and 2134265-2017-11593. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During procedure, it was noted that automatic pullback failure occurred. No patient complications were reported and patient's status is stable.